Event description:
As reported: out of box failure. When opening the packaged, it is observed that the tubing that connects to the flotrac is completely detached and the device cannot be used..

Manufacturer narrative:
Customer report was confirmed. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. Cross surfaces of broken tubing were rough and uneven. The lot number was provided; however, the device history is pending. Follow up will be submitted. No patient complications were reported.